Manufacturer narrative:
Device received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Device was cut open to perform visual inspection and found moisture damage on the electric board 1 and electric board 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case (battery tube) and pillowing keypad overlay. Blank display due to moisture damage on the electric board 1 and electric board 2.

Event description:
Information received by medtronic indicated that the insulin pump was crack and went off. The insulin pump was vibrating. Customer stated that they went in pool. The location of damage was back of the insulin pump. The type of damage was crack. No harm requiring medical intervention was reported. Troubleshooting was performed, the customer will discontinue the use of device.